Manufacturer narrative:
Device evaluated by MFR.: nc emerge mr, ous 3.75mm x 15mm was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified a 1mm tear in the mid-section. Tip showed no signs of tip damage.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified coronary artery. A 3.75mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during third inflation at 18 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified coronary artery. A 3.75mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during third inflation at 18 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post-procedure.